Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a high blood glucose of 493 mg/dl for approximately six hours while using an ilet system with a dexcom g7 continuous glucose monitor (cgm) and a contact detach infusion set on the inner thigh. The patient stated they fell asleep while the pump was disconnected on the charger and later performed a supply change, which aligns with an improper or incorrect procedure and an infusion set and cartridge handling issue related to not reconnecting after disconnecting. No adverse clinical symptoms associated with hyperglycemia. Outcomes included serious injury or illness or impairment. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem and identified a usage problem; the device component was not applicable to a specific part or sub-assembly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.